Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system would not boot up. A review of the system logfile confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the system boots up very slow. The fse collaborated with the national support specialist (nss) and found that the software was corrupted. To resolve the reported issue, the fse reloaded the software and restored the configuration. After installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.